Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported pump exchange could not conclusively be determined through this evaluation. Multiple requests for additional information were sent to the customer, including appeals for the device identifying information, product return status, and the patient identifying information. However, no response has been received at this time. The heartmate ii lvas IFU, rev. C and the heartmate ii patient handbook rev. C are currently available. This IFU lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2020, from heartmate ll to heartmate 3. The reason of pump exchange was not reported.